Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery issue and ended up with an image of a insulin pump with an arrow pointing to a book with a question mark. The customer's blood glucose value was 146 mg/dl. Troubleshooting was done. Customer reported that they received the open book image on the insulin pump screen. The insulin pump was exposed to moisture when got into the lake. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, and active current measurement tests. After further examination of the unit¿s interior, there are visible signs of previous moisture presence and corrosion on electrical board on the connector between electrical board 2 and electrical board 1. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin black strip located above the lcd display is missing.